Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following bilateral microstent implantation six months ago, the patient maintains chronic inflammation in the anterior chamber which is helped by topical steroids. When the steroids are removed, the inflammation returns. The surgeries were performed one week apart. There were no complications at the time of surgery. Intraocular pressure (iop) is currently good. There are two manufacturer reports associated with these events. This report is for the first eye.

Manufacturer narrative:
No sample has been returned for evaluation for the report of chronic inflammation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The surgeon indicates there were no intraoperative complications associated with device implantation, and there is no mention of device failure. While inflammation appears to be chronic, there in no information regarding the extent of the inflammation (mild, moderate, severe) or confirmation that the patient is using the medication prescribe to treat it. Possible root cause is that anterior chamber inflammation is an established risk associated with use of the device, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).